Event description:
It was reported that a cartridge was not fully snapped into the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to remove an o-ring from the pneumatic tap, clean the area, inspect the cartridge, and attempt to reload it, which was successfully done, allowing the customer to resume insulin therapy.